Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient passed away on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15sep2021. The heartmate 3 lvas IFU rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1, ¿introduction,¿ lists bleeding, death, and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that after a left ventricular assist device (lvad) was implanted on (B)(6) 2021, right ventricular assist device (rvad) support was required because the patient could not achieve adequate flows with the lvad. During this procedure, the patient's aortic valve was also repaired. When adequate flows could not be achieved with the lvad, the device was shut off and the pump was detached from the apical cuff. The outflow graft was also disconnected and examined. No source of outflow graft obstruction was noted. The pump was restarted and speed was ramped up yet the patient headed towards left ventricular collapse. The patient also could not be weaned off of bypass. As a result, the rvad was placed. Despite adequate flows from both the rvad and lvad, following rvad placement, the patient experienced hypotension due to bleeding and severe coagulopathy. Despite maximal vasopressor/inotrope support, the patient remained hypovolemic and pressure continued to drop. They were resuscitated with multiple rounds of blood transfusion and factor vii therapy. The patient continued to have large amounts of sanguineous output. The patient's condition continually worsened and was taken to the intensive care unit (ICU) after being surgically closed. The patient passed away on (B)(6) 2021. It was additionally reported on 6 oct 2021 that the bleeding was caused by being on bypass for too long which resulted in generalized coagulopathy. The patient's aortic valve replacement was anticipated prior to the procedure. It was reported on 7 oct 2021 that the rvad was a lifesparc centrifugal pump manufactured by "lisanova".